Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous posterolateral of the left circumflex (lcx). After a 2.25/12 promus premier drug eluting stent was implanted in the lesion, the 8mm x 2.25mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, on the first inflation at nominal burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed after no complications were confirmed with intravascular ultrasound (ivus). No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).